Event description:
During cardiopulmonary bypass surgery, the arterial monitor did not function as expected. Displayed values of circuit were lost. There was no adverse consequences to the patient as a result of this event.